Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found. Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a patient with an implantable cardiac defibrillator system died less than a month after implant. The death was listed as an arrhythmic event. More specific cause of death has been requested and not received.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.